Event description:
It was reported that the user announced a normal-sized lunch on the ilet pump but consumed an additional snack, after which glucose rose to 207 mg/dl before the pump¿s automated correction brought levels into range and later overcorrected. This scenario aligns with an incorrect meal size announcement and user procedure error related to the user interface. Symptoms included hyperglycemia followed by rebound hypoglycemia with a nadir of 50 mg/dl. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure or method during meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.